Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 06:26:10. During night drain cycle two, the patient's ultrafiltration reading was 787ml, indicating the home patient (hp) drained 787ml more than their maximum programmed fill volume of 1200ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The increased intra peritoneal volume (iipv) event was identified through an event history log review. The cause of the event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.